Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter; product ID: 8578, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the volume discrepancy was due to the catheter being twisted and therefore stopping flow. The catheter was untwisted and then aspirated and the hcp was able to establish good flow. The catheter remained implanted and would not be returned. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen, 2000 mcg/ml concentration at 931 mcg/day via intrathecal drug delivery pump for intractable spasticity. It was reported that the flipped pump was confirmed. Patient was due for a refill and they noticed the pump was flipped through palpating. The hcp planned to send the patient for imaging. It was unknown if there was a suture/securing issue. The intervention had not been completed. Pump was manually flipped back. This pump typically infused less. The volume discrepancies were the two refills that had occurred since this pump was implanted on (B)(6) 2018: on (B)(6) 2019- expected 14 ml and aspirated 15.75 ml and on (B)(6) 2019: expected 6.1 ml and aspirated 9 ml. No patient symptoms were reported. No further complications were reported.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that due to the ongoing flipped pump issues two pocket revisions had occurred. It was reported that the pump had recently started to break through the skin and became infected. The device was explanted and discarded by the customer. The issue was reported to be resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 8709 lot# serial# (B)(6) implanted: (B)(6) 2005 product type catheter product ID 8578 lot# serial# (B)(6) product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the hcp discovered the flipped pump on 6-21 and was confirmed through x-ray. The hcp decreased the rate. The patient's weight at the time would have been between 174 and 176. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep). It was indicated the patient was receiving gablofen. It was reported the patient's pump had flipped. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was also unknown if any diagnostics or troubleshooting was performed. The doctor went in surgically and flipped and secured the pump with sutures (B)(6) 2019. The catheter was aspirated and a catheter bolus was performed. The pump was also refilled. It was noted the actual reservoir volume removed was 25 ml and the expected volume was 1.9 ml. It was reported the issue was resolved at the time of the report,(B)(6) 2019. The patient's status was provided as alive - no injury.